Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a meniscus root repair surgery the tip of the device broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-13999mff. The surgeon used the device that is typically used for a shoulder surgery. It was not necessary to do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted the moving jaw of the device is completely broken off and was not returned. The most likely cause is attributed to misuse due to excessive user-applied mechanical forces.